Event description:
It was reported by the patient that all of the lights were blinking on the carelink monitor (clm) and reset was attempted. New clm ordered. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.